Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "a cvc was inserted in the right internal jugular for cardiac surgery where the patient was under general anaesthesia. Catheter insertion went well: jugular puncture, guidewire introduction, dilation and catheter placement were a success. The catheter was attached. The lines were flushed and connected. An absence of backflow on the middle extension line (blue) was observed, whereas the other lines had a clear backflow. An attempt was made to check the occlusion with a guide through the middle lane and the guide got blocked at the blue hub. Clinical consequence: the catheter was replaced by a new kit with success." No patient injury or complication reported. It was reported "the time of intervention was extended by around 10 minutes". The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 4-lumen cvc catheter for analysis. Signs-of-use in the form of biological material was observed in the form of sutures on the juncture hub. Visual analysis did not reveal any defects or anomalies. The total catheter body length measured 171mm, which is within the specification limits of 157mm-177mm per the catheter graphic. The medial 2 extension line outer diameter measured 2.15mm, which is within the specification limits of 2.13mm-2.21mm per the extension line extrusion graphic. The medial 2 extension line inner diameter measured 1.45mm, which is within the specification limits of 1.42mm-1.50mm per the extension line extrusion graphic. A lab inventory syringe was used to inject water through all four of the lumens. Minor resistance was observed when injecting the medial 2 extension line; however, water was still observed exiting out of the skive hole. Small amounts of biological material were also observed exiting out of the medial 2 skive hole. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The report of a blocked extension line was not confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Functional testing revealed that a small amount of dried biological material was lodged inside the medial 2 extension line; however, it was determined that this did not affect the functionality of the catheter. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "a cvc was inserted in the right internal jugular for cardiac surgery where the patient was under general anaesthesia. Catheter insertion went well: jugular puncture, guidewire introduction, dilation and catheter placement were a success. The catheter was attached. The lines were flushed and connected. An absence of backflow on the middle extension line (blue) was observed, whereas the other lines had a clear backflow. An attempt was made to check the occlusion with a guide through the middle lane and the guide got blocked at the blue hub. Clinical consequence: the catheter was replaced by a new kit with success." No patient injury or complication reported. It was reported "the time of intervention was extended by around 10 minutes". The patient's condition is reported as fine.